Manufacturer narrative:
Event date stated to be week of (B)(6) 2016. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during an evaluation, the filter came apart. No adverse event occurred.